Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included live birth on (B)(6). Concurrent conditions included amenorrhea, gravida ii, parity 1 and retroverted uterus. Family history included type 2 diabetes mellitus (mother). Concomitant products included glibenclamide (glyburide) since (B)(6) 2018 and metformin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complication)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("persistent bleeding"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth of a healthy child. (B)(6) was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2015, she was diagnosed with pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received: reporter added. Case updated from non serious to serious incident. Previously reported event genital haemorrhage and pregnant with essure micro-insert was updated as non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.